Manufacturer narrative:
The hakim programmable valve was returned for evaluation. Device history record (DHR) - the product code 82-3832 with lot 3458251, conformed to the specifications when released to stock. Failure analysis - no catheters were returned. The valve was visually inspected; 2 small cuts/tears were noted in the silicone housing around the siphon guard. The position of the cam when valve was received was 130mmh2o. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The root cause for the 2 small cuts/tears in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance. No leakage was noted during the investigation. The possible root cause for the ¿it was performed shunt reconstruction due to dropping ventricular catheter (manufacture; unknown)¿ reported by the customer, could be due not attaching the catheter correctly, or using non integra catheters, as no catheters were returned it was not possible to confirm this.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the hakim programmable valve was implanted to a female patient via v-p shunt on an unknown date with an unknown setting. A shunt reconstruction was performed due to the ventricular catheter coming out of the ventricle. The valve was removed and replaced on (B)(6) 2021. The patient is in follow up. Surgical time was extended more than 30 minutes.